Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had water flow issues from biopsy channel. During inspection and evaluation, channel tube with foreign material, and plastic distal end cover with foreign material. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: forceps channel port has a dent, air/water-cylinder has discoloration, suction cylinder has discoloration, scope cover unit has corrosion due to water leakage, due to damage on channel tube, water tightness is lost, due to burn on plastic distal end cover, insulation resistance value at distal end does not meet specifications, due to wear of angle wire, bending angle in up/down direction does not meet specifications, plastic distal end cover has a scratch, nozzle has corrosion, adhesive around objective lens has discoloration, adhesive around light guide lens has discoloration, and bending section is damaged. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer noted that the device was dirty, but there is also the possibility that it is an adhesive. The device was cleaned, sanitized or disinfected prior to being sent for repair. The customer confirmed that the facility does not delay the start of precleaning of the equipment after use. The customer noted normal, no abnormalities on the accessories used for reprocessing. The customer noted that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The customer noted that the facility flushed the air/water nozzle with water and air. The customer noted that the facility flushed air/water nozzle with detergent solution. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that a foreign object had adhered to the forceps channel and the distal end cover. The foreign material was unable to be identified. Due to the leak, it is likely that the reprocessing could not be done properly and the foreign matter could not be removed. The event can be detected/prevented by following the instructions for use which state: "if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair." Olympus will continue to monitor field performance for this device.